Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ ii short needle insulin syringe 0.3ml 0.30mm the product was damaged. There was no report of patient impact. The following information was provided by the initial reporter: after tearing open the bag, I found that one of the push handle bases was broken.

Event description:
It was reported while using bd ultra-fine¿ ii short needle insulin syringe 0.3ml 0.30mm the product was damaged. There was no report of patient impact. The following information was provided by the initial reporter: after tearing open the bag, I found that one of the push handle bases was broken.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. The customer returned two photos of the 30gx8mm bd syringe. The customer reported that after tearing open the bag, I found that one of the push handle bases was broken. The photos were examined and displayed the thumb press broken off and lying beside the syringe. A review of the device history record was completed for batch# 1347465. All inspections and challenges were performed per the applicable operations qc specifications. Based on the photos received, embecta was able to confirm the customer¿s indicated failure (thumbpress broken). There were no quality notifications or dispatches that pertained to the complaint; therefore, no root cause can be determined. H3 other text : see h10.